Event description:
During routine testing of the defibrillator, it was noted that there was no signal on either the monitor or the chart recorder. There was no pt involved.

Manufacturer narrative:
Block b4 indicated a report date of 8/16/66. It should have been 8/16/96.